Manufacturer narrative:
(B)(4).

Event description:
Patient experienced severe withdrawal symptoms and subsequent attempt to find the problem led to an overdose. The patient was in great pain for over three weeks and stated the "pump had failed somehow." The first pump had lasted for over 5 years and the patient was very appreciative of the device, "it has frankly given me my life back these past 8 years." Presently the patient was "pretty shaken, hurt and scared." The next physician visit was scheduled on (B)(6) 2011. The drug(s) infused via the pump: unk. A follow-up report will be sent if additional information becomes available.